Event description:
It was reported the patient's vns generator went from a full battery to only 25% remaining within 2 months and the device had been implanted for less than 2 years. It was confirmed by the serial number of the m106 that this device was a laser-routed device. The available information within the programming history database was reviewed and no anomalies were noted. The diagnostics were within normal limits, indicating the device was working as intended. The battery status was noted as ok. The patient later underwent vns replacement surgery due to the battery depletion. It is unknown at this time if the generator will be returned to the manufacturer for analysis. The information in the programming history database was decoded and reviewed. No anomalies were noted and it was confirmed the generator had reached the voltage level consistent with triggering the 25% battery life remaining indicator. However, the percent battery consumed showed that approximately 58% of the battery was still remaining. Review of the device history record confirmed the device passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently left out clinical information added to the file after report submission.

Event description:
Clinic notes indicated that the patient was experiencing an increase in seizure duration, frequency, and intensity over the past two months. The physician believed that the seizure increase was related to the premature battery depletion; however, the patient's device was still showing the 25% battery status indicator and still delivering full therapy. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was clarified by the physician's office that the patient had not yet undergone vns generator replacement, but that her family is still interested in pursuing the vns generator replacement. The patient's vns generator was still showing the 25% battery status indicator and they would like to replace the device prior to reaching the ifi = yes (intensified follow-up indicator) condition. While vns generator replacement is expected, no know surgical interventions have occurred to date.